Event description:
False-negative test results. The reporting site ran a urine sample to rule out pregnancy prior to administering deproprovera. The reviewer of the test results indicated that the sample showed a negative result. However, after another ten minutes the device showed a faint positive result. A serum sample was then drawn and sent for quantitation, which indicated a positive result for pregnancy. Additionally the staff who was able to hear the fetal heart beat confirmed the pregnancy. Additional information was received from the site indicating that the site believes from their investigation of the incident that they may have been reading the test. Results before the 4 minutes as required in the package insert. The test kit is unavailable for eval.